Event description:
Asku

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary preliminary analysis confirmed the reported power on reset. Further analysis of the device and the device memory determined that a value similar to eri was detected however this was not true eri and may have been from a measurement inconsistency secondary to a timing anomaly in the pacing/sensing integrated circuit in the device.